Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex+ device. The manufacturer received information from the patient alleging dizziness and changes on the tongue and throat. Medical intervention was not specified. The remstar pro c-flex+ was returned to the third party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed inside the assembly. In addition, dust/dirt was found inside, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.